Manufacturer narrative:
Continuation of d10: product ID pscc100 (0013042619); product type: 0609-catheter; implant date n/a; explant date n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulsed field ablation procedure, a cable connection issue occurred in which the catheter interface (ci) cable did not fit properly into the catheter, creating a loose connection. It was further reported that signals appeared intermittently and that slight movement of the catheter handle caused the ci cable to disconnect. Several new ci cables were tried, but the issue persisted. The catheter was replaced with another catheter from the same batch and the issue continued. Only 3 of 4 pulmonary veins were ablated and the case was aborted under general anesthesia. No further patient complications have been reported as a result of this event.